Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level that was displayed as "high", although specific value was not provided, cause was unknown. Customer had ketones and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later that same day. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.